Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that there is a "leakage from the closed suction catheter's control valve, either becoming stuck in the "on" position or not sealing when in the "off" position. This creates a leak in the ventilator system, causing alarms while compromising ventilation. No direct patient harm thanks to ventilator alarms, but high potential." No further patient information available at this time.

Manufacturer narrative:
The sample was received and evaluated. The position of the thumb valve appears to be fully upright (closed). The valve was depressed and released. The valve returned to the full upright position. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection no air leak sound was heard, with the thumb valve in unlocked, closed position. The distal end of the catheter was inserted in water, dyed blue. No suctioning occurred. The thumb valve was fully depressed and suctioning occurred. The valve was placed in the locked position. No suctioning occurred in the locked position. The reported failure was not reproduced in the lab. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).